Event description:
It was reported that the right atrial (ra) lead pacing impedance measurements and capture thresholds of this pacemaker system had fluctuated. Technical services (ts) analyzed device episode data and found that the pacing impedances had risen from 350 ohms to 1752 ohms while thresholds rose from 0.7 volts to 4 volts. There was a stored atrial tachy response (atr) episode that showed noise and oversensing on the ra channel. The ra lead was a non-boston scientific product. Ts advised isometrics testing and reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, there was noise and possible loss of capture (loc) on the ra lead channel. Technical services (ts) analyzed device episode data and found that the ra pacing impedance measurements continue to fluctuate as high as 1835 ohms, which remains within normal limits. The noise was over sensed resulting in greater than 2 seconds of pacing inhibition and stored atr episodes. No additional adverse patient effects were reported. Currently, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right atrial (ra) lead pacing impedance measurements and capture thresholds of this pacemaker system had fluctuated. Technical services (ts) analyzed device episode data and found that the pacing impedances had risen from 350 ohms to 1752 ohms while thresholds rose from 0.7 volts to 4 volts. There was a stored atrial tachy response (atr) episode that showed noise and oversensing on the ra channel. The ra lead was a non-boston scientific product. Ts advised isometrics testing and reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the right atrial (ra) lead pacing impedance measurements and capture thresholds of this pacemaker system had fluctuated. Technical services (ts) analyzed device episode data and found that the pacing impedances had risen from 350 ohms to 1752 ohms while thresholds rose from 0.7 volts to 4 volts. There was a stored atrial tachy response (atr) episode that showed noise and oversensing on the ra channel. The ra lead was a non-boston scientific product. Ts advised isometrics testing and reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker remains in service.